Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, c20 - no findings available. Correction: describe event or problem. Additional information: imdrf annex e, f, b, c, g codes and manufacturer narrative. Investigation summary: the root cause of the pump module broken door latch could not be determinate. No suspect device was returned for this investigation; therefore, an external inspection could not be performed. During the visit, the bd representative noted occasional instances of damaged pump module door latches (pr (B)(4)) and damaged barrel flange grippers on the syringe pump module, clinicians send the affected device to biomed for evaluation. No other clinicians reported observing similar issues with alaris devices. A log analysis was not able to be performed as there was no device or logs returned for investigation. Testing was not able to be performed as no devices were returned for investigation. Bd alaris system user manual (v12.1), do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris tm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198(d)(2). Root cause: the root cause could not be determined due to a lack of devices for investigation. One of the probable causes of the pump module broken door latch could be attributed to improper handling of the device or a fall. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they have seen damaged door latches on the pump. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they have seen damaged door latches on the syringe pump. This was reported to bd representatives during their site visit. There was no information on patient involvement.